Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The home patient (hp) was hospitalized on the same day as onset for the peritonitis event. The peritonitis was treated with ip (intraperitoneal) antibiotics (unspecified). The cause of the peritonitis event was unknown. Pd therapy was ongoing. On an unknown date, within the same month as the event, the patient was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. Same patient as complaints (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f05068, h13f25025, h13i25011, h13d30020, h13e31025, h13h30047, and h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.